Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; perineum pain; other pain: mild unexplained bleeding - ongoing, need daily to wear pads ; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; damage; psychiatric injury. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery for the following purpose: to remove some of the mesh, totally unable to have intercourse due to implant poking through vagina.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.